Manufacturer narrative:
Initial report sent to FDA on 4/28/2008.

Event description:
Procedure: lobectomy. According to the reporter; during thoracoscopic lobectomy, the surgeon used the endo gia ii 60- 3.5 to dissect interlober fissure. The jaw could not be closed after closing the knob. Then he changed another endo gia ii 60- 3.5 to fire. But the new device still couldn't form proper staple shapes and did not incise the lung parenchyma. The professor increased the length of an existing procedure to complete the case.